Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration'), fallopian tube perforation ('perforation : fallopian tubes') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, pelvic discomfort and epigastric pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included appendicitis and constipation. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), genital haemorrhage ("gen. Abnorm. Bleed"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2018 salping. (Unilateral), (B)(6) 2019- additional surgeries). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, psychological trauma, genital haemorrhage, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased and headache outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: pelvic/abdominal, psych injury, migration, back pain, dyspareunia, dysmenorrhea, perforation : fallopian tubes, device breakage. Discrepancy (in previously follow up) noted surgery salping. (Unilateral) done on (B)(6) 2018 and in this follow up, surgery salping. (Unilateral) done on (B)(6) 2019. On (B)(6) 2018 (discrepancy noted). In right tubal ostia 3 coils were visible in uterine cavity. And in left tubal ostia 2 coils were visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory essure tubal occlusion device location and fallopian tube occlusion.; on (B)(6) 2016: essure confirmation test(s) (unspecified) : bilateral occlusion; on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2018 salping. (Unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain: pelvic/abdominal, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/abdominal, psych injury, migration. Event outcome was added for the events pelvic pain and abdominal pain. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration'), fallopian tube perforation ('perforation : fallopian tubes'), device breakage ('device brekage') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2018salping. (Unilateral), (B)(6) 2019- additional surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, psychological trauma, menorrhagia, genital haemorrhage, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased and headache outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: pelvic/abdominal, psych injury, migration, back pain, dyspareunia, dysmenorrhea, perforation : fallopian tubes, device breakage. Discrepancy (in previously follow up) noted surgery salping. (Unilateral) done on (B)(6)2018 and in this follow up, surgery salping. (Unilateral) done on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) : bilateral occlusion; on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received. New events added: perforation: fallopian tubes, device breakage, dysmenorrhea, dyspareunia, back pain, menorrhagia, gen. Abnorm. Bleed, vag. Discharge, fatigue, gi conditions, hair loss, hormonal changes, headaches, weight gain. Outcome of the events back pain, dyspareunia, dysmenorrhea were updated to recovered/resolved. Lab date was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration'), fallopian tube perforation ('perforation : fallopian tubes') and device breakage ('device brekage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, pelvic discomfort and epigastric pain. Previously administered products included for an unreported indication: mirena. Concurrent conditions included appendicitis and constipation. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2018, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), genital haemorrhage ("gen. Abnorm. Bleed"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2018 salping. (Unilateral), (B)(6) 2019- additional surgeries). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, psychological trauma, genital haemorrhage, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, weight increased and headache outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: pelvic/abdominal, psych injury, migration, back pain, dyspareunia, dysmenorrhea, perforation : fallopian tubes, device breakage. Discrepancy (in previously follow up) noted surgery salping. (Unilateral) done on (B)(6) 2018 and in this follow up, surgery salping. (Unilateral) done on (B)(6) 2019. (B)(6) 2018 (discrepancy noted ). In right tubal ostia 3 coils were visible in uterine cavity. And in left tubal ostia 2 coils were visible in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: satisfactory essure tubal occlusion device location and fallopian tube occlusion.; on (B)(6) 2016: essure confirmation test(s) (unspecified) : bilateral occlusion; on (B)(6) 2016: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; fatigue, pelvic pain, abdominal pain, vaginal discharge, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: pfs and medical records received: reporter information, medical history, concomitant drug and lab data was added. New event "abnormal bleeding (vaginal)' was added. Outcome of event "menorrhagia" was updated as "recovered/resolved". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain - pelvic"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (on (B)(6) 2018 salping. (Unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pain: pelvic/abdominal, psych injury, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/abdominal, psych injury, migration. Event outcome was added for the events pelvic pain and abdominal pain. Lab data and reporter's information was added.